Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The verbatim report received states that the lens was stuck in the injector and would not come out and that a piece of the iol optic was observed to be missing following insertion into the eye. Despite it being confirmed that the device is available for return, no product has been received by rayner for evaluation. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c batch 082199009 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On (B)(6) 2023, rayner received notification from its distirbutor in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was stuck in the injector and would not come out and that a piece of the iol optic was observed to be missing following insertion into the eye.